Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro chemistry analyzer and identified the probable cause as a defective photometer light source. The fse replaced the photometer light source assembly to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported issues with the tg (triglycerides) and tbil (total bilirubin) assays, including error flags such as blank mean deviation error, blank noise error, and reaction mean deviation error on their dxc 800 pro chemistry analyzer. The customer also reported a significant difference in tbil results with an initial patient result of 0.11 mg/dl versus 0.74 mg/dl repeat tbil value. The erroneous tbil result was reported outside the laboratory. The customer then obtained a tbil calibration failure and a tg calibration failure with a back-to-back error flag. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.